Manufacturer narrative:
UDI #: (B)(4). Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the inserter cracked. Additional information was received and it was learnt that as the inserter touched the incision, the surgeon noticed a crack at the tip of the inserter (cartridge) and the device was returned (removed). No patient injury reported. No further information was received.

Manufacturer narrative:
The preloaded insertion system was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge had a crack at the tip. The intraocular lens (iol) was returned as well and it was observed with one haptic detached. The lens detached haptic was observed stuck at the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.